Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found defective plunger clamps and ribbon cables in the problem area of the pipetter assembly. The fse replaced plunger clamps, ribbon cables and collets. The instrument was inspected, tested without further problem, and returned to service.